Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was implanted on (B)(6) 2026. The serial number of the pump was also provided. When asked if it was confirmed whether the catheter was accidentally, cut, pulled or broke off, it was stated that it was unable to be determined. The most likely outcome was that it was cut or accidentally broken during the procedure. The name of the hcp associated with the event was provided. The previous pump was discarded by the customer. Additional information received from a manufacturer representative (rep) indicated that they mixed up the dates. The implant date for the patient's pump was 2019-may-28.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at a dose of 96 mcg/day via an implantable pump. It was reported that upon routine replacement of an 8780 synchromed ii, during the procedure, the 8709 catheter was either accidentally cut, pulled, or broke off. The patient noted that they had no issues with the therapy before the procedure had started. There were no external factors known that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the catheter was inspected and explanted. There was nothing to note except age of the catheter (~20 years). Actions/interventions taken included a new 8780 catheter was implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8709 lot# serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 03-mar-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.